Manufacturer narrative:
The actual device was not returned for evaluation and the product code and lot are unknown. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Prior to shipment, qc conducts outgoing visual inspection and all samples for the complaint lot passed. The same user facility reported similar events for other devices. See MDR 3003902955-2017-00034, 3003902955-2017-00037, and 3003902955-2017-00038. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
A distributor reported a needle stick incidents by a newly converted customer. It was reported difficulty with activating the safety needle cover of the terumo surguard 3 safety needle. It was reported that it is difficult to get the cover to close over the needle and one complaint specifically cited difficulty with thumb activation of the needle cover. No known impact to the patient.